Event description:
A report has been received regarding an incident of when the end user was sitting in this device the rear side arm attaching hardware tab or bracket broke off. The function affects the arm from flipping all the way back however no injury had occurred. The part was replaced under warranty.